Manufacturer narrative:
The customer ran precision testing and changed the sample probes. The investigation is ongoing. This event occurred in (B)(4).

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient sample from the cobas integra 400 plus analyzer. The initial result was 3.47 mmol/l and the repeat results were 2.21 and 2.28 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Calibration and qc data were acceptable, which rules out a general reagent problem. The investigation did not identify a product problem. The cause of the event could not be determined.